Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. The patient was hospitalised and treated with oral and IV antibiotics; however, the issues did not resolve. This report is submitted on august 15, 2023.

Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.